Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a visipro balloon expandable stent with a 6fr sheath during treatment of the patient¿s common iliac artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was post-dilated. The device did not pass through a previously-deployed stent. The physician stated they inserted the stent through a 6 french sheath but then decided to remove it from the patient. When physician removed the visipro stent delivery system the stent was no longer on the balloon. Stent dislodgement during use in the patient was reported. The stent remains in the patient. No attempts were made to remove the stent. The physician inserted another stent and crushed the dislodged visipro stent against the artery wall. The procedure was completed without further complications. No patient injury reported.

Manufacturer narrative:
Additional information: the lesion was the common iliac. Moderate resistance was encountered when advancing the device, that is why the decision was map maker to remover the device from the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.